Event description:
Boston scientific crm received information that this patient pulled this left ventricular lead back. High thresholds were also noted. The lead was explanted and replaced. No adverse patient effects were reported.

Event description:
The lead has since been returned.

Manufacturer narrative:
There is no further information available. Should additional information become available, this event would be updated as necessary.

Manufacturer narrative:
When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Dried body fluid had infiltrated the lead. The lead was subjected to resistance and pressure testing to verify the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The allegation of lead dislodgement and high thresholds were not confirmed in analysis.